Event description:
Pt underwent dialysis treatment and tech had problems with filter (artificial kidney) and hoses. Treatment lasted approx 2 hours longer than normal. They had to change the dialyzer (artificial kidney) and hoses. Pt was very weak and ill when they returned home and died within 24 hrs of treatment.